Manufacturer narrative:
A ge service rep performed an on site investigation. The customer reset the circuit breaker. Thereafter, the reported issue could not be identified nor duplicated. The system was then found to be operating as intended.

Event description:
The customer reported the systems' circuit breaker tripped and thereby shut the system down. No report of pt injury.